Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The skin irritation was described as an open area under one of the ECG electrodes. Follow up was completed and the skin irritation was unchanged. There is no alleged device malfunction. The patient discontinued use of the lifevest.